Event description:
Event is described by court documents via legal case. During surgical procedure - laser ablation of the prostate, the pt experienced complete complex obliteration of anterior urethra. No other info regarding the pt care or outcome is available to american medical system at this time.

Manufacturer narrative:
No conclusion can be reached because the court documents did not identify or return the device. No attempts have been made directly to the user facility since this is a legal matter.